Manufacturer narrative:
The actual sample device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported minimal pulsatile flow with the involved the angio-seal device. The following information was provided by the user facility: when the arteriotomy locator and sheath were advanced over the wire, it was observed that there was minimal pulsatile flow after multiple entries into the artery; another angio-seal device of the same lot was pulled and deployed without issue; blood loss was less than 250 cc; and the patient's condition was reported as fine.

Manufacturer narrative:
One 6f angioseal was received for evaluation at terumo medical corporation in (B)(4). One each of the following were received: locator, hemostasis sheath and carrier tube assembly. All components were bent in a curved shape as can be seen in the pictures. The arteriotomy locator was mated with the hemostasis sheath but was not snapped on completely. There was blood like substance noted on the sheath and locator. The carrier tube assembly appeared to be unused but was not within its original packaging when returned. It was noticed that the holes of the locator and hemostasis sheath did not align(see attached pictures). The locator was snapped on the sheath hub and alignment of the holes was confirmed. The locator was removed from the sheath hub for dimensional analysis. There was tissue debris found on the hemostasis tube blood inlet holes. The outer diameter of the locator was 0.0909" and the diameter of the blood inlet hole was 0.054". The diameter of blood inlet hole of the hemostasis sheath was measured to be 0.038". All measurements confirmed to meet manufacturer specifications. The complaint cannot be confirmed. Upon receipt, the mating parts were not snapped on completely leading to non alignment of the blood inlet holes. Additionally, there was tissue debris found stuck to the inlet holes of the hemostasis sheath. Dimensional analysis was performed on the relevant components and no anomalies were found. The likely cause of the event is either incomplete snapping of the locator with the hemostasis sheath hub or blocking of the inlet holes by the some tissue or a combination of both. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.